Event description:
Additional information was received from the manufacturer representative (rep), rep mentioned that she had contacted the patient and left a voicemail today 4/10 at 2:11pm. Rep asked patient to call her back regarding her recharger/charging experience with the speed turned up to 4. When rep met with the on 3/23 in office, rep verified that the change from 0 to 4 helped with the charging speed. Rep told the patient to reach out to her or the office if she was still having issues, rep had not heard from the patient since. Doctor and staff were updated on 3/23. Medtronic technical services were consulted to help with the issue on 3/23. Rep mentioned they will continue to be on the lookout for a response from the patient as the status of this issue is unknown at this time.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received. Technical services (tss) sent a follow up note to manufacturer representative (rep) as to whether recharge duration had been resolved with increasing recharge speed and if the patient (pt) was still getting warmth during their recharge sessions. Caller responded to email that the patient's recharging issue seems to be resolved.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt started having issues with their equipment as of a couple days ago or maybe as much as a week ago since it was not acting exactly right. It took the implantable neurostimulator (ins) a long time to recharge if they could get charged up completely at all. Pt was recharging the ins for the last 40 minutes and it only recharged the ins 10%. Pts ins was at 70% and at excellent but then it said finished. Pts recharger telemetry module (rtm) cord felt loose and wiggled when connected to the controller charging port. It also took a while to recharge the controller, after an hour of recharging the controller it only recharged from 60% or 70% and it sometimes never recharged the controller higher than 90%. Pt was sent all new equipment and it worked for about a month and now it was not working right. The last days it was not good, they tried to recharge the ins today and the ins was only able to recharge to 70% and it would not go higher. During call pt verified no damage to the rtm or to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. The ac power supply cord felt loose when plugged into the controller as well but not as much as the rtm when its plugged into the controller. Pt put the battery back into the controller and verified the controller was charging. The issue was not resolved. A request was sent to the repair department to replace the controller. No symptoms were reported. Patient called back and stated that they still have troubles with their new controller. Patient stated that the recent controller that was sent to them was not working correctly. Patient said that it was "not calibrated" and it stops when charging the implantable neurostimulator (ins). Patient said it shows black screen when charging ins. Patient tried to take the battery out to reset and it came in three piece. Patient confirmed battery pack split in half and pieces was stuck inside the controller and they cannot take it out. Patient said that when charging ins, battery pack was depleting a little like until 70% but ins would not charge even it was showing excellent recharging. A request was sent to repair to replace the controller and battery pack. Upon further review, patient mentioned they spoke with manufacturer representative (rep) and was advised to call for replacements. Patient called back and mentioned the initial call was disconnected. Agent reached out to agent on initial call and reviewed information with patient. Agent reviewed with patient the li battery pack will be replaced and to send back their battery pack with the return label in the box. Agent documented information provided on call. Caller stated patient continues to have issues with recharging implantable neurostimulator (ins) in which they are having to charge 1-2 times a day to keep ins about 50% and it is taking a long time. Caller and patient reiterated history of having components replaced. Caller was currently in a tablet session and indicated that recharge interval was estimated to be around 6 days. Technical services(tss) had caller generate mdt report. Caller provided the following recharge session information: 3/17 50-70% 1.6 hour, excellent, 3/18 60% 1.6 hour, no coupling given, 3/18 50-60% 41 minutes, excellent, 3/18 60-80% 1 hour, excellent, 3/19 70-90% 45 minutes, excellent, 3/20 70-100% 1.6 hour, excellent, 3/21 80% 1 minute, no coupling given, 3/21 80-100% 55 minutes, excellent, 3/22 90% 36 minutes, 3/23 80-100% 2.6 hours, good. Caller stated all impedances were normal, with contact 0 running slightly higher around 2000-2880 ohms with other contacts around 12 00-1400 ohms. Caller ended tablet session and initiated recharge session with patient's equipment which showed controller at 100%, ins at 90% and recharging with excellent connection. Tss had caller check recharging speed, which was set to 1 (patient didn't know anything about the speed or how it would have been changed) - caller changed speed to 4. Tss transferred caller to hcit to have them pull mdt file and logs files. Tss sent email to caller to have them follow-up with patient after they've monitored recharging while using the faster recharging speed and then have files analyzed, if needed. Reviewed email received and added files. Additional update was received from rep stating they were able to get her device from 90% to 100% very quickly, within 10 mins. However, patient reported that in the past she has felt the charging warmth get very hot still will slow charging. They would monitor how the next week goes and call back if changing from 0 to 4 still helps.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep), rep mentioned that they have contacted the patient, without getting a response back. Have left voicemails to call back if the patient is still experiencing issues, and have not heard anything back.